Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had order crossed delay by ten mins over multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was delayed. The technical support specialist (tss) was unable to find the server on the remote support service and secure link and shared the email to the customer. Customer mentioned that the issue was resolved. The system functioned as intended after the technical support specialist investigate the device.